Manufacturer narrative:
Summary of event: as originally reported, prior to use for an unknown procedure, a performer introducer's dilator was difficult to insert into the sheath. The device was opened on a table in the operating room and the dilator and sheath were flushed. The user then attempted to insert the dilator into the sheath; however, it would only insert using "very high force". The dilator was also difficult to remove from the sheath. The device did not make patient contact. Another device from the same lot was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 30jul2024, the silicone disc was dislodged from the hub. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was kinked 11.5-centimeters from the hub. The silicone disc was not in the hub, but was pushed down in the shaft, approximately 6.1-centimeters from the hub. The silicone disc was removed, and indentations were noted on the surface of the disc, away from the center slit. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. Off-center indentations were noted on the silicone disc, which was pushed into the shaft of the sheath, indicating that the dilator was inserted at an angle with enough force to dislodge the disc, leading to resistance and difficulty inserting the dilator through the sheath. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171999. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, prior to use for an unknown procedure, a performer introducer's dilator was difficult to insert into the sheath. The device was opened on a table in the operating room and the dilator and sheath were flushed. The user then attempted to insert the dilator into the sheath; however, it would only insert using "very high force." The dilator was also difficult to remove from the sheath. The device did not make patient contact. Another device from the same lot was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.upon return and initial evaluation of the device on 30jul2024, the silicone disc was dislodged from the hub.